Event description:
Upon receipt of additional information, it has been determined that this device is no manufactured by zimmer biomet. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device is no manufactured by zimmer biomet. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was indicated for a revision of his failsafe device on an unknown date. Attempts have been made and no further information has been provided.